Manufacturer narrative:
The event occurredin (B)(6).

Event description:
Reporter stated there is a black spot on the display of the pump. No adverse event reported. Product was requested to be returned for evaluation.